Manufacturer narrative:
(B)(4). The return on the incident sample has been requested. To date it has not been received from eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that the jaws of the device would not open. It is unk if the device was applied to tissue at the time, and if so, how it was removed from the tissue. There was no pt injury.